Event description:
It was reported that the patient felt symptomatic, pre-syncopal, and had low energy. The right ventricular lead was noted to be dislodged from its original position due to tricuspid regurgitation. The lead was attempted to be repositioned, but an acceptable position was not located. The lead was replaced with a different lead model. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).